Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding revision surgery involving a triathlon asymmetric x3 patella was reported. The event was not confirmed. Device evaluation not performed as no items were received. Medical evaluation not performed as no medical records were received. Device history review indicated all devices accepted into final stock met specifications. Complaint history review not performed as no device specific failure mode was reported. The exact cause of the event could not be determined because no medical records and or device were provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient underwent revision of patellar component on (B)(6) 2014 which was originally placed (B)(6) 2013.

Event description:
It was reported that the patient underwent revision of patellar component on (B)(6) 2014 which was originally placed on (B)(6) 2013.